Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. Initially, the customer was unable to reset the pump because she was not at home and planned to call back to complete the reset. Upon following up, the malfunction did not recur after the pump was reset, and the customer was advised to continue using the pump. She was instructed to call back if any malfunction code appears again, which she understood.